Event description:
It was reported the device exhibited a check syringe plunger sensor error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a cracked on the right plunger case. The tamper seal was broken. Review of the event history log (ehl) showed "check syringe plunger sensor. The device was powered on during the functional test and the reported issue was duplicated. The plunger holders were resting on the flange holder when fully retracted and caused "check syringe plunger sensor?" To trigger. Per the technical service manual, "ensure the syringe barrel clamp, flange holder and plunger holders are properly engaged, and the holders move freely." As a result, preventive maintenance was performed and passed all functional tests when the plunger drive was moved out slightly from pump housing. A service history review identified no indication that the complaint was related to a service of the device within the review period.